Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported an unexpected drain of 4400 ml. The expected volume was 2100 ml. The patient reported experiencing excruciating pain. According to the treatment data, the patient experienced iipv (increased intraperitoneal volume) of over 200%. By drain 6 out of 6, the patient's ultrafiltration volume was normal at 2000 ml.

Manufacturer narrative:
Correction: initial: report source, (B)(4).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.